Manufacturer narrative:
(B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
A pacemaker implantation procedure was planned on (B)(6) 2016. The subject pacemaker was reportedly interrogated in its box. Some parameters were reprogrammed, patient data tab was filled and the session was ended. Then the pacemaker was interrogated again, and was found in standby mode. Therefore, this pacemaker was not implanted.